Event description:
The customer reported a lost sensor alert. The patient stated that the pump is not communicating with the transmitter. The customer was assisted with starting new sensor and was advised to monitor and call if further assistance was needed. The blood glucose reading was 120 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.